Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl and fainted. Reportedly, the customer miscalculated the amount of insulin needed, and subsequently delivered more insulin than needed. Customer consumed carbohydrates to address the low bg and continued to use the pump for insulin therapy.